Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range shock impedance values in all shock configurations during the implant procedure. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted and a ts consultant discussed troubleshooting that could be performed to determine the system integrity and if any actions are required. No adverse patient effects were reported. The crt-d was successfully implanted without any further investigation as this patient only required pacing and shock performance was not considered critical.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.